Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name; product ID 8596sc (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6) 2021; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving unknown morphine via an implantable pump. The indications for use was non-malignant pain. It was reported that the patient was having an MRI of all three regions of their back. The patient stated the facility said they can't do the whole back MRI. The manufacturer's patient services specialist (pss) reviewed MRI compatibility and suggested the facility call pump technical services. The patient then stated that the MRI was not related to the device/therapy. The patient then stated that "I think the catheter has moved or is blocked" because for the past couple of months, confirmed within 2024, their pain had been getting increasingly worse.